Manufacturer narrative:
Initial report submitted: 08/25/2008.

Event description:
Procedure: liver resection. According to the reporter: the staple line separated approx 1 cm after firing across the vein entering the posterior aspect of the vena cava. About 4 units of blood was lost before the issue was resolved with manual suturing. The pt is in stable condition, and no further complication was reported.